Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hosp. This report is for the second seal.

Manufacturer narrative:
The pt and device codes were coded by the MFR. After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.